Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the user has rebooted the system but unabled to restore it. The user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of communication bus cable. A field service engineer reseated the cable connection to resolve the issue and confirmed cubies are being detected on the communication bus and the drawers. The system functioned as intended after the field service engineer troubleshooted the device.